Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keypad unresponsive and also had blank display. The customer blood glucose level was 13 mmol/l. The customer reported that the they received trace pointers are invalid error alarm on insulin pump and they were not able to clear the alarm due to keypad unresponsiveness. It was also reported that they received alert that button has been pressed for three minute and there was no response from buttons. It was reported that buttons were not puffed up, keyboard came loose. It also stated that only menu buttons was working properly. The red light was blinked and there was no time visible and there was no response from buttons after inserting new battery and return button was responsive when battery was took out. The insulin pump will be returned for analysis.